Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The pt received more medication than intended. The pump was programmed to deliver 0.2ml of an unspecified concentration of bumex at a rate of 0.1ml/hr. The nurse reported that at an unspeficied time later that afternoon, the infusion finished approx 30 mins early. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. During testing at the user facility, the device functioned as intended. Though requested, no add'l info was provided.